Event description:
A german customer tested her blood glucose using 2 contour meters and received readings of 400 and 151 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.